Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy ("ectopic pregnancy"), pelvic pain ("sharp pelvic pain / pain"), device breakage ("device breakage/ retained portions of essure devices were present bilaterally"), embedded device ("each retained device portion was adhered to the uterine wall at the cornua"), ruptured ectopic pregnancy ("ectopic pregnancy: rupture"), endometritis ("endometritis") and genital haemorrhage ("severe cramping accompanied by very heavy bleeding") in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included d & c, loop electrosurgical excision procedure, pap smear abnormal, cervical carcinoma in situ, migraine, vaginal delivery on (B)(6) 2013 and cervical intraepithelial neoplasia iii. Concurrent conditions included vaginal bleeding, nausea, flank pain, aortic dissection, appendicitis, bowel obstruction, cervicitis, cholecystitis, coagulopathy, colic, constipation, cystitis, diverticulitis, uterine fibroid, hemolytic uremic syndrome, henoch-schonlein purpura, hernia, intussusception, mesenteric adenitis, uterine myomatosis, neoplasm, ovarian cyst, porphyria, peptic ulcer disease, pancreatitis, postoperative complication, pyelonephritis, urinary tract obstruction, urinary retention, urinary tract infection, ureterolithiasis, urolithiasis, uterus atony of, dysmenorrhea, adenomyosis, ovarian cyst, hydronephrosis, ureteric obstruction, menorrhagia, endometriosis, pelvic inflammation, squamous cell metaplasia, shortness of breath, chest pain, pulmonary embolism, dyspnea, wheezing, aortic dissection, acute coronary syndrome, costochondritis, gerd, mitral valve prolapse, pneumonia, pneumothorax, pulmonary edema, unstable angina, tobacco use disorder, back pain, mass, vision blurred, vomiting, diarrhea, multiple allergies (promethazine hel, sulfamethoxazole), otitis media serous, upper respiratory infection, dysplasia and dyspareunia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding"), migraine ("migraine headaches") and peritonitis bacterial ("bacterial peritonitis") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), d&c, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),d&c and partial hysterectomy to remove essure,hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, pelvic pain, device breakage, embedded device, ruptured ectopic pregnancy, endometritis, genital haemorrhage, abdominal pain lower, migraine and peritonitis bacterial outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy, embedded device, endometritis, genital haemorrhage, migraine, pelvic inflammatory disease, pelvic pain, peritonitis bacterial and ruptured ectopic pregnancy to be related to essure. The reporter commented: removal date of essure: (B)(6) 2013. Discrepancy noted as per mr: retained portions of essure devices were present bilaterally. Discrepancy noted as per removal details: removal of essure device: on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2014: CT chest angio-pe, aneury impression: no evidence of pulmonary embolus. 3.0 cm cystic structure in the pancreatic neck, measuring 3.3 x 3.0 cm, compared to 1.7 x 1.2 cm on prior studies dating back to (B)(6) 2012. The appearance is suggestive of intraductal papillary mucinous neoplasm. The interval increase in size warrants further evaluation.. Pathology test - on an unknown date: on (B)(6) 2013: diagnosis: left fallopian tube, partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Right fallopian rube., partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Gross description: received in formalin as "left tube" is a segment of fallopian tube, including a portion of fimbriated end. The tube measures approximately 5 cm in length x 0.5 cm in maxilnal diameter. The serosal surface is burgundy in color, without an apparent exudate. Sectioning shows a patent lumen. Submitted entirely received in formalin as "right tube" is a portion of fallopian tube, including fimbriated end and an essure wire sterilization device. The tube measures approximately 5.s cm in length x 0.5 cm in maximal diameter. The surface has a burgundy color without definite exudate. Sectioning demonstrates a patent lumen. Submitted entirely as 81,2 (with the exception of the wire). On (B)(6) 2013: findings: coagulated thermal injury at vaginal cuff with compression of ureter dilation of proximal ureter. A 24 x 6 double-j stent placed nght side, simple refluxing anastomosis to dome of the bladder.. Ultrasound scan - on (B)(6) 2013: pain in pelvis; on (B)(6) 2014: us gallbladder impression: the gallbladder is contracted, probably reflecting a relatively fatty mia-day meal. No gallstones other pathology was identified. Otherwise unremarkable gallbladder/right upper quadrant ultrasound impression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-dec-2018: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy ("ectopic pregnancy"), pelvic pain ("sharp pelvic pain / pain"), device breakage ("device breakage/ retained portions of essure devices were present bilaterally"), embedded device ("each retained device portion was adhered to the uterine wall at the cornua"), ruptured ectopic pregnancy ("ectopic pregnancy: rupture"), endometritis ("endometritis") and genital haemorrhage ("severe cramping accompanied by very heavy bleeding") in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included d & c, loop electrosurgical excision procedure, pap smear abnormal, cervical carcinoma in situ, migraine, vaginal delivery on (B)(6)2013 and cervical intraepithelial neoplasia iii. Concurrent conditions included vaginal bleeding, nausea, flank pain, aortic dissection, appendicitis, bowel obstruction, cervicitis, cholecystitis, coagulopathy, colic, constipation, cystitis, diverticulitis, uterine fibroid, hemolytic uremic syndrome, henoch-schonlein purpura, hernia, intussusception, mesenteric adenitis, uterine myomatosis, neoplasm, ovarian cyst, porphyria, peptic ulcer disease, pancreatitis, postoperative complication, pyelonephritis, urinary tract obstruction, urinary retention, urinary tract infection, ureterolithiasis, urolithiasis, uterus atony of, dysmenorrhea, adenomyosis, ovarian cyst, hydronephrosis, ureteric obstruction, menorrhagia, endometriosis, pelvic inflammation, squamous cell metaplasia, shortness of breath, chest pain, pulmonary embolism, dyspnea, wheezing, aortic dissection, acute coronary syndrome, costochondritis, gerd, mitral valve prolapse, pneumonia, pneumothorax, pulmonary edema, unstable angina, tobacco use disorder, back pain, mass, vision blurred, vomiting, diarrhea, multiple allergies (promethazine hel, sulfamethoxazole), otitis media serous, upper respiratory infection, dysplasia and dyspareunia. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2013, the patient experienced abdominal pain ("severe abdominal pain"). In july 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding"), migraine ("migraine headaches") and peritonitis bacterial ("bacterial peritonitis") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), d&c, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),d&c and partial hysterectomy to remove essure,hysterectomy (partial), salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, pelvic pain, device breakage, embedded device, ruptured ectopic pregnancy, endometritis, genital haemorrhage, abdominal pain lower, migraine and peritonitis bacterial outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy, embedded device, endometritis, genital haemorrhage, migraine, pelvic inflammatory disease, pelvic pain, peritonitis bacterial and ruptured ectopic pregnancy to be related to essure. The reporter commented: removal date of essure: (B)(6)2013. Discrepancy noted as per mr: retained portions of essure devices were present bilaterally. Discrepancy noted as per removal details: removal of essure device: on (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6)2014: CT chest angio-pe, aneury impression: no evidence of pulmonary embolus. 3.0 cm cystic structure in the pancreatic neck, measuring 3.3 x 3.0 cm, compared to 1.7 x 1.2 cm on prior studies dating back to (B)(6)2012. The appearance is suggestive of intraductal papillary mucinous neoplasm. The interval increase in size warrants further evaluation.. Pathology test - on an unknown date: on (B)(6)2013: diagnosis: left fallopian tube, partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Right fallopian rube., partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Gross description: received in formalin as "left tube" is a segment of fallopian tube, including a portion of fimbriated end. The tube measures approximately 5 cm in length x 0.5 cm in maxilnal diameter. The serosal surface is burgundy in color, without an apparent exudate. Sectioning shows a patent lumen. Submitted entirely received in formalin as "right tube" is a portion of fallopian tube, including fimbriated end and an essure wire sterilization device. The tube measures approximately 5.s cm in length x 0.5 cm in maximal diameter. The surface has a burgundy color without definite exudate. Sectioning demonstrates a patent lumen. Submitted entirely as 81,2 (with the exception of the wire). On (B)(6)2013: findings: coagulated thermal injury at vaginal cuff with compression of ureter dilation of proximal ureter. A 24 x 6 double-j stent placed nght side, simple refluxing anastomosis to dome of the bladder.. Ultrasound scan - on(B)(6)2013: pain in pelvis; on (B)(6)2014: us gallbladder impression: 1, the gallbladder is contracted, probably reflecting a relatively fatty mia-day meal. No gallstones other pathology was identified. 2. Otherwise unremarkable gallbladder/right upper quadrant ultrasound impression. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: device breakage, pelvic inflammatory disease, endometritis, bacterial peritonitis, ectopic pregnancy, ectopic pregnancy: rupture, device ineffective, patient not undergone essure confirmation test. Event added from mr: each retained device portion was adhered to the uterine wall at the cornua. Event outcome was updated for the event: abdominal pain. Lot no. Was added. Lab data was added. Reporter information was added. Historical and concomitant conditions were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy'), pelvic pain ('sharp pelvic pain / pain'), device breakage ('device breakage/ retained portions of essure devices were present bilaterally'), embedded device ('each retained device portion was adhered to the uterine wall at the cornua'), ruptured ectopic pregnancy ('ectopic pregnancy: rupture'), endometritis ('endometritis'), genital haemorrhage ('severe cramping accompanied by very heavy bleeding'), urethral repair ('repair of urethra that was cut during second hysterectomy procedure') and pancreaticoduodenectomy ('whippel procedure on pancreas') in a 26-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2013, d & c, loop electrosurgical excision procedure, pap smear abnormal, cervical carcinoma in situ, migraine and cervical intraepithelial neoplasia iii. Concurrent conditions included vaginal bleeding, nausea, flank pain, aortic dissection, appendicitis, bowel obstruction, cervicitis, cholecystitis, coagulopathy, colic, constipation, cystitis, diverticulitis, uterine fibroid, hemolytic uremic syndrome, henoch-schonlein purpura, hernia, intussusception, mesenteric adenitis, uterine myomatosis, neoplasm, ovarian cyst, porphyria, peptic ulcer disease, pancreatitis, postoperative complication, pyelonephritis, urinary tract obstruction, urinary retention, urinary tract infection, ureterolithiasis, urolithiasis, uterus atony of, dysmenorrhea, adenomyosis, ovarian cyst, hydronephrosis, ureteric obstruction, menorrhagia, endometriosis, pelvic inflammation, squamous cell metaplasia, shortness of breath, chest pain, pulmonary embolism, dyspnea, wheezing, aortic dissection, acute coronary syndrome, costochondritis, gerd, mitral valve prolapse, pneumonia, pneumothorax, pulmonary edema, unstable angina, tobacco use disorder, back pain, mass, vision blurred, vomiting, diarrhea, multiple allergies (promethazine hel, sulfamethoxazole), otitis media serous, upper respiratory infection, dysplasia and dyspareunia. Concomitant products included sumatriptan (imitrex) and topiramate (topamax) for migraine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent urethral repair (seriousness criterion medically significant), 5 months 20 days after insertion of essure. In (B)(6) 2014, the patient underwent pancreaticoduodenectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding"), migraine ("migraine headaches") and peritonitis bacterial ("bacterial peritonitis") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, pelvic pain, device breakage, embedded device, ruptured ectopic pregnancy, endometritis, genital haemorrhage, abdominal pain lower, migraine, peritonitis bacterial, urethral repair and pancreaticoduodenectomy outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy, embedded device, endometritis, genital haemorrhage, migraine, pancreaticoduodenectomy, pelvic inflammatory disease, pelvic pain, peritonitis bacterial, ruptured ectopic pregnancy and urethral repair to be related to essure. The reporter commented: removal date of essure: (B)(6) 2013. Discrepancy noted as per mr: retained portions of essure devices were present bilaterally. Discrepancy noted as per removal details: removal of essure device: on (B)(6) 2013 and (B)(6) 2013. Essure insertion date provided in pfs : (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2014: CT chest angio-pe, aneury impression: no evidence of pulmonary embolus. 3.0 cm cystic structure in the pancreatic neck, measuring 3.3 x 3.0 cm, compared to 1.7 x 1.2 cm on prior studies dating back to (B)(6) 2012. The appearance is suggestive of intraductal papillary mucinous neoplasm. The interval increase in size warrants further evaluation.. Pathology test - on an unknown date: on (B)(6) 2013: diagnosis: left fallopian tube, partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Right fallopian rube., partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Gross description: received in formalin as "left tube" is a segment of fallopian tube, including a portion of fimbriated end. The tube measures approximately 5 cm in length x 0.5 cm in maxilnal diameter. The serosal surface is burgundy in color, without an apparent exudate. Sectioning shows a patent lumen. Submitted entirely received in formalin as "right tube" is a portion of fallopian tube, including fimbriated end and an essure wire sterilization device. The tube measures approximately 5.s cm in length x 0.5 cm in maximal diameter. The surface has a burgundy color without definite exudate. Sectioning demonstrates a patent lumen. Submitted entirely as 81,2 (with the exception of the wire). On (B)(6) 2013: findings: coagulated thermal injury at vaginal cuff with compression of ureter dilation of proximal ureter. A 24 x 6 double-j stent placed nght side, simple refluxing anastomosis to dome of the bladder. Ultrasound scan - on (B)(6) 2013: pain in pelvis; on (B)(6) 2014: us gallbladder impression: 1, the gallbladder is contracted, probably reflecting a relatively fatty mia-day meal. No gallstones other pathology was identified. 2. Otherwise unremarkable gallbladder/right upper quadrant ultrasound impression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received : events- "whippel procedure on pancreas, repair of urethra that was cut during second hysterectomy procedure" added. Previously reported event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy'), pelvic pain ('sharp pelvic pain / pain'), device breakage ('device breakage/ retained portions of essure devices were present bilaterally'), embedded device ('each retained device portion was adhered to the uterine wall at the cornua'), ruptured ectopic pregnancy ('ectopic pregnancy: rupture'), endometritis ('endometritis'), genital haemorrhage ('severe cramping accompanied by very heavy bleeding'), urethral repair ('repair of urethra that was cut during second hysterectomy procedure') and pancreaticoduodenectomy ('whippel procedure on pancreas') in a 26-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2013, d & c, loop electrosurgical excision procedure, pap smear abnormal, cervical carcinoma in situ, migraine and cervical intraepithelial neoplasia iii. Concurrent conditions included vaginal bleeding, nausea, flank pain, aortic dissection, appendicitis, bowel obstruction, cervicitis, cholecystitis, coagulopathy, colic, constipation, cystitis, diverticulitis, uterine fibroid, hemolytic uremic syndrome, henoch-schonlein purpura, hernia, intussusception, mesenteric adenitis, uterine myomatosis, neoplasm, ovarian cyst, porphyria, peptic ulcer disease, pancreatitis, postoperative complication, pyelonephritis, urinary tract obstruction, urinary retention, urinary tract infection, ureterolithiasis, urolithiasis, uterus atony of, dysmenorrhea, adenomyosis, ovarian cyst, hydronephrosis, ureteric obstruction, menorrhagia, endometriosis, pelvic inflammation, squamous cell metaplasia, shortness of breath, chest pain, pulmonary embolism, dyspnea, wheezing, aortic dissection, acute coronary syndrome, costochondritis, gerd, mitral valve prolapse, pneumonia, pneumothorax, pulmonary edema, unstable angina, tobacco use disorder, back pain, mass, vision blurred, vomiting, diarrhea, multiple allergies (promethazine hel, sulfamethoxazole), otitis media serous, upper respiratory infection, dysplasia and dyspareunia. Concomitant products included sumatriptan (imitrex) and topiramate (topamax) for migraine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent urethral repair (seriousness criterion medically significant), 5 months 20 days after insertion of essure. In (B)(6) 2014, the patient underwent pancreaticoduodenectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding"), migraine ("migraine headaches") and peritonitis bacterial ("bacterial peritonitis") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, pelvic pain, device breakage, embedded device, ruptured ectopic pregnancy, endometritis, genital haemorrhage, abdominal pain lower, migraine, peritonitis bacterial, urethral repair and pancreaticoduodenectomy outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy, embedded device, endometritis, genital haemorrhage, migraine, pancreaticoduodenectomy, pelvic inflammatory disease, pelvic pain, peritonitis bacterial, ruptured ectopic pregnancy and urethral repair to be related to essure. The reporter commented: removal date of essure: (B)(6) 2013. Discrepancy noted as per mr: retained portions of essure devices were present bilaterally. Discrepancy noted as per removal details: removal of essure device: on (B)(6) 2013 and (B)(6) 2013. Essure insertion date provided in pfs : (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2014: CT chest angio-pe, aneury impression: no evidence of pulmonary embolus. 3.0 cm cystic structure in the pancreatic neck, measuring 3.3 x 3.0 cm, compared to 1.7 x 1.2 cm on prior studies dating back to (B)(6) 2012. The appearance is suggestive of intraductal papillary mucinous neoplasm. The interval increase in size warrants further evaluation.. Pathology test - on an unknown date: on (B)(6) 2013: diagnosis: left fallopian tube, partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Right fallopian rube., partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Gross description: received in formalin as "left tube" is a segment of fallopian tube, including a portion of fimbriated end. The tube measures approximately 5 cm in length x 0.5 cm in maxilnal diameter. The serosal surface is burgundy in color, without an apparent exudate. Sectioning shows a patent lumen. Submitted entirely received in formalin as "right tube" is a portion of fallopian tube, including fimbriated end and an essure wire sterilization device. The tube measures approximately 5.s cm in length x 0.5 cm in maximal diameter. The surface has a burgundy color without definite exudate. Sectioning demonstrates a patent lumen. Submitted entirely as 81,2 (with the exception of the wire). On (B)(6) 2013: findings: coagulated thermal injury at vaginal cuff with compression of ureter dilation of proximal ureter. A 24 x 6 double-j stent placed nght side, simple refluxing anastomosis to dome of the bladder. Ultrasound scan - on (B)(6) 2013: pain in pelvis; on (B)(6) 2014: us gallbladder impression: 1, the gallbladder is contracted, probably reflecting a relatively fatty mia-day meal. No gallstones other pathology was identified. 2. Otherwise unremarkable gallbladder/right upper quadrant ultrasound impression. Lot number: a72332 manufacture date:2012-11 expiration date: 2015-11-30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain / pain") and genital haemorrhage ("severe cramping accompanied by very heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy'), pelvic pain ('sharp pelvic pain / pain'), device breakage ('device breakage/ retained portions of essure devices were present bilaterally'), embedded device ('each retained device portion was adhered to the uterine wall at the cornua'), ruptured ectopic pregnancy ('ectopic pregnancy: rupture'), endometritis ('endometritis'), genital haemorrhage ('severe cramping accompanied by very heavy bleeding'), urethral repair ('repair of urethra that was cut during second hysterectomy procedure') and pancreaticoduodenectomy ('whippel procedure on pancreas') in a 26-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2013, d & c, loop electrosurgical excision procedure, pap smear abnormal, cervical carcinoma in situ, migraine, cervical intraepithelial neoplasia iii, benign ovarian tumor and pelvic inflammatory disease. Concurrent conditions included vaginal bleeding, nausea, flank pain, aortic dissection, appendicitis, bowel obstruction, cervicitis, cholecystitis, coagulopathy, colic, constipation, cystitis, diverticulitis, uterine fibroid, hemolytic uremic syndrome, henoch-schonlein purpura, hernia, intussusception, mesenteric adenitis, uterine myomatosis, neoplasm, ovarian cyst, porphyria, peptic ulcer disease, pancreatitis, postoperative complication, pyelonephritis, urinary tract obstruction, urinary retention, urinary tract infection, ureterolithiasis, urolithiasis, uterus atony of, dysmenorrhea, adenomyosis, ovarian cyst, hydronephrosis, ureteric obstruction, menorrhagia, endometriosis, pelvic inflammation, squamous cell metaplasia, shortness of breath, chest pain, pulmonary embolism, dyspnea, wheezing, aortic dissection, acute coronary syndrome, costochondritis, gerd, mitral valve prolapse, pneumonia, pneumothorax, pulmonary edema, unstable angina, tobacco use disorder, back pain, mass, vision blurred, vomiting, diarrhea, multiple allergies (promethazine hel, sulfamethoxazole), otitis media serous, upper respiratory infection, dysplasia, dyspareunia and vesicoureteral reflux surgery. Concomitant products included sumatriptan (imitrex) and topiramate (topamax) for migraine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent urethral repair (seriousness criterion medically significant), 5 months 20 days after insertion of essure. In (B)(6) 2014, the patient underwent pancreaticoduodenectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping accompanied by very heavy bleeding"), migraine ("migraine headaches") and peritonitis bacterial ("bacterial peritonitis") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, pelvic pain, device breakage, embedded device, ruptured ectopic pregnancy, endometritis, genital haemorrhage, abdominal pain lower, migraine, peritonitis bacterial, urethral repair and pancreaticoduodenectomy outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device breakage, ectopic pregnancy, embedded device, endometritis, genital haemorrhage, migraine, pancreaticoduodenectomy, pelvic inflammatory disease, pelvic pain, peritonitis bacterial, ruptured ectopic pregnancy and urethral repair to be related to essure. The reporter commented: removal date of essure: (B)(6) 2013. Discrepancy noted as per mr: retained portions of essure devices were present bilaterally. Discrepancy noted as per removal details: removal of essure device: on (B)(6) 2013 and (B)(6) 2013.. Essure insertion date provided in pfs : (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2014: CT chest angio-pe, aneury impression: no evidence of pulmonary embolus. 3.0 cm cystic structure in the pancreatic neck, measuring 3.3 x 3.0 cm, compared to 1.7 x 1.2 cm on prior studies dating back to (B)(6) 2012. The appearance is suggestive of intraductal papillary mucinous neoplasm. The interval increase in size warrants further evaluation.. Pathology test - on an unknown date: on (B)(6) 2013: diagnosis: left fallopian tube, partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Right fallopian rube., partial salpingectomy: complete portion of fallopian tube with no diagnostic changes. Gross description: received in formalin as "left tube" is a segment of fallopian tube, including a portion of fimbriated end. The tube measures approximately 5 cm in length x 0.5 cm in maxilnal diameter. The serosal surface is burgundy in color, without an apparent exudate. Sectioning shows a patent lumen. Submitted entirely received in formalin as "right tube" is a portion of fallopian tube, including fimbriated end and an essure wire sterilization device. The tube measures approximately 5.s cm in length x 0.5 cm in maximal diameter. The surface has a burgundy color without definite exudate. Sectioning demonstrates a patent lumen. Submitted entirely as 81,2 (with the exception of the wire). On (B)(6) 2013: findings: coagulated thermal injury at vaginal cuff with compression of ureter dilation of proximal ureter. A 24 x 6 double-j stent placed nght side, simple refluxing anastomosis to dome of the bladder.. Ultrasound scan - on (B)(6) 2013: pain in pelvis; on (B)(6) 2014: us gallbladder. Impression: the gallbladder is contracted, probably reflecting a relatively fatty mia-day meal. No gallstones other pathology was identified. Otherwise unremarkable gallbladder/right upper quadrant ultrasound impression. Lot number: a72332, manufacture date:2012-11, expiration date: 2015-11-30. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.